Manufacturer narrative:
According to the facility on 2/06/26, "while suctioning, the hub of the catheter broke off and lodged in the vent circuit. The respiratory therapist needed to use forceps to retrieve the broken piece before it reached the patient." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 2/06/26, "while suctioning, the hub of the catheter broke off and lodged in the vent circuit. The respiratory therapist needed to use forceps to retrieve the broken piece before it reached the patient."

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device, trend analysis, and analysis of production records. A malfunction was observed without a conclusive finding, and the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.